Manufacturer narrative:
Exact date unknown event occured around (B)(6)

Event description:
It was reported that the patient was having loss of stimulation. The patient underwent a lead revision procedure. The patient was doing well postoperatively and regained normal stimulation. The lead remains implanted.